Event description:
The biomedical engineer (bme) reported that the v60 ventilator did not alarm when mask was taken off. The bme reported that the device should have alarmed. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient harm was reported. The user was restricted from using the device, and the device was removed from service. No user harm was reported. During troubleshooting with the remote service engineer (rse), the bme reported that the issue was not replicated; the bme reported that a test lung was attached to the device, and device had been set up. The bme then reported that a "patient disconnect" alarm was observed when the test lung was removed. The bme also reported that the device's event log was reviewed, and the device had logged a "proximal pressure line disconnect", and "low tidal volume" error codes. The rse noted that the patient disconnect alarm functioned as expected when the test lung was used. The rse then advised the bme, to perform a full performance verification test, and address any issues found. The bme was also advised to speak with the respirator therapy team, the placement of the mask after it has been removed. The issue was not replicated during troubleshooting. Based on the details provided, a malfunction occurred, and the device did not alarm when it was expected to alarm. This investigation is ongoing.